Event description:
During mattress inspections conducted in accordance with vha safety alert al24-01, 2 hill-rom compella bariatric mattresses were found to have stained top pads that was not able to be removed with cleaning, on 1 on the mattresses, the stain went through the pad to the fire barrier beneath. Both mattresses were immediately removed from service, replacement top pads ordered. Reference report #mw5161464.